Event description:
It was reported that during a prostate procedure, the fiber tip had detached inside the pt at 40,720 joules. The fiber cap was retrieved, method of removal is unk. There was no indication or report of any part of the device remaining inside the pt. A second fiber was us to complete the case. It was reported "no injury to the pt."